Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a low blood glucose level of 27 mg/dl, and treated with juice. The customer stated that she had high readings earlier, and then she changed it twice. The customer's blood glucose level rose to 55 mg/dl. The customer performed a self-test and a high pressure test and both passed. No other problems were detected in troubleshooting. Nothing was replaced or returned for analysis.